Event description:
The patient experienced 2 dislocated ps inserts. The index surgery was performed on (B)(6) 2012. The first dislocation occurred in (B)(6) of 2013 with a poly swap for a new insert on (B)(6) 2013. The second dislocation occurred in (B)(6) of 2014 with revision surgery to a stryker triathlon ts knee system on (B)(6) 2014. The patient does not remember the cause of the first occurrence. The second occurrence happened when the patient was getting up from the couch.

Manufacturer narrative:
DHR's pulled and reviewed, complaint records reviewed no similar issues identified. Clinical and engineering review of patient x-rays conducted. Engineering evaluation performed on explants. Part/catalog #: 2242-0-5610, product description: size 5/6, 10mm, congruent tibial insert, lot #: 610216-18; 2252-1-0005, size 5 ps femur, 233263-01; 2582-0-0005, size 5 tibial baseplate, 475853-16.